Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s equipment shut off once. On (B)(6) 2015 at 1 in the morning, the ins shut off, and that was then affecting the pain level in their body. The rep adjusted the ins. They put the patient on a high-density (hd) program, which burned though the battery faster, and for the battery to charge back up, it would take around 3 days. On a scale of 1-10, 10 being the most pain, the patient noted that their pain level was at 9.5 and needed the situation resolved immediately. The patient¿s implantable neurostimulator (ins) would discharge from full to empty in one day. The patient had never had an overdischarge and impedances were normal, in the 800 ohm range. The manufacturer representative (rep) did not take group impedance the day prior when they met with the patient. The patient had hd programming in one group but the rep disabled hd programming the day prior and the recharging problem still persisted the day of the report. It was calculated based on estimated settings provided that the patient should typically have more than 9 days from full to empty. The patient was at 100 percent at 2:30 in the morning but at 11:50 in the morning it was discharged. The implantable neurostimulator recharger (insr) was showing battery was empty and charging between 0-25 percent. It was only taking the patient 1.5-2 hours to charge fully per the clinician programmer. The patient was brought out of overdischarge the day prior. The patient noted they had been in overdischarge the last three weeks but then noted the issues started before overdischarge occurred. However, it was later reported that there was no overdischarge. There hadn¿t been an overdischarge, discharge yes, but not overdischarge. The day prior, it did the exact same thing. They charged to 100 percent at 11:45 the night prior and by the morning it was shut off and then the patient met with the rep. The insr always charged rapidly. The patient was told to charge up to 100% the night prior and it took the patient from 12-2:30 in the morning to reach the final 25 percent. About 9 in the morning it was still working fine and they had told to the rep but then about 30 minutes after it shut off. The patient was saying that prior to that it was shutting off at 1:30 in the morning regularly. The rep looked at all the electrode impedances and said they were fine. It would work perfect for 5-6 days in a row in the past, then the patient was in (B)(6) for the month of (B)(6) and charged it twice and a rep readjusted stimulation to hd when they got back. The patient was told the charge that night because they were about 25-50 percent when the patient got reprogrammed. When they got home that night the charging had been erratic. The patient charged it fully two days prior and the day prior again. The symptom the patient was experiencing was a loss of stimulation. They were able to pull data off the recharger the day prior. It was suggested the patient charge every day to see if the stimulator would hold a normal charge. The rep hadn¿t heard since the day prior as to how the patient was doing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer¿s representative (rep) met with the patient and checked the implantable neurostimulator (ins) with the clinician programmer. The last clinician programmer session was on april 3 and the patient had been using group a 100% of the time since then (this was the hd group). The patient indicated he had been charging at night but that his stimulation would be off in the morning due to a low charge level. Group programming was as follows coming into the session: a: 1 program, 2-3-4+5+10-11-12+13+, 4.9 volts 200 microseconds, 1000 hertz, and 194 ohms. B: 1 program, same electrodes, 5.1, 450 microseconds, 45 hertz, and 198 ohms. The recharge calculation with group a was 0.6 days between recharging sessions. Calculation for group b was 4.6 days. It was reviewed with the rep. And the patient that since they had been using the hd programming which demanded a high level of energy from the ins. Per the implantable neurostimulator recharger (insr) stats. The patient was charging late at night and likely losing coupling so that his recharging session was stopping, and that at time he was only getting 25 to 50% charge level over the past week and that was why stimulation would be off in the morning. The patient stated the issue with the ins discharging quickly had been occurring for three weeks. The rep. Reprogrammed the patient and deleted the hd group and changed b to 5.5 volts and lower the rate to 20 hertz (nothing was changed) 198 ohms. A recharge calculation was done for this which was 8.5 days between recharge sessions. The rep. Was going to create a manufacturer¿s file and send the card to have the information reviewed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer's representative (rep) attempted to meet with the patient several times; however, the patient remained unavailable. The patient stated he was not on his hd program and his battery was draining. It was asked that the patient and rep. Meet since he stated he didn't know how to change the programs. According to another rep. The patient's programming was left on conventional and the patient stated he didn't change anything. The patient is clinically bipolar (according as stated by his practitioner) and was currently not taking his medication for this. The cause of the event was determined to be the patient was in fact on hd but said he didn't switch anything. The patient was finally able to meet and was changed to conventional stimulation. He was reeducated and was doing well with effective therapy and recharging. After the file the rep. Created regarding the patient's recharging was received information indicated that impedances were all within normal range. Group impedance was fairly low (198 ohms) due to using four anodes and four cathodes for programming even though that's what the patient needed for coverage. It was estimated there would be 8.6 days between a fully charged implantable neurostimulator (ins) and depleted ins (loss of stimulation due to low charge level). It was thought this would be expected to be the case assuming the patient's settings didn't change much. The patient was doing some of their charging while sleeping or late at night as three of the six sessions ended shortly after midnight or 1 a.m. One of the patient's sessions lasted eight hours (from 4 p.m.-1 a.m.). Per the recharge data gathered from the last meeting with the patient, the patient averaged around five coupling bars during most of the recharge sessions. The patient did have one session lasting 39 minutes with an average coupling of zero with that session starting around 11:40 p.m. The file showed that the patient did lose stimulation on april 6, 7, 8, and 9 due to low battery charge. However, this explained by his use of the hd group during that time (group a) that was calculated that it would only last 0.6 days (from a fully charged ins to a depleted ins). It was noted that the recharge sessions noted in the file (spanning from (B)(6) showed the patient was usually starting his recharging with a depleted battery and his ending charge was usually in the 50%. Given that he was using the hd group during that time it was not surprising that he was losing his stimulation due to a low battery charge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was draining rapidly and the ins was shutting off on him. Group a was high density stimulation and the patient had been using that in the recent past. The patient was given hd programming about two weeks prior when they were programmed by the manufacturer's representative (rep). The issues with stimulation shutting off and the battery draining rapidly started after the hd programming was created. The patient stated that stimulation would shut off at different times during the day. He typically didn't make changes to his stimulation after a programming session with the rep. It was noted that another rep. Met with the patient on (B)(6) and changed the patient's group to group b which was conventional stimulation. The patient stated they would charge for one to two hours and get to 75 or 100% charged up. The patient was instructed to go home and fully charge the ins past full indicator. The patient charged the ins for six hours to full and indicated that stimulation only lasted for six hours after that and then shut off due to the ins being depleted. The rep. Wanted to meet with the patient again to create a manufacturer's file but the patient said he didn't want to charge the ins up again since it was depleting so r apidly. The rep. Didn't think the patient's ins was depleting appropriately. It was noted the patient got good stimulation therapy when stimulation was on. Currently the patient was using group b. It was noted that the ins charged more slowly after reaching 75% charged; it was reviewed this was normal for these types of batteries. Implantable neurostimulator recharger (insr) data was reviewed but it was difficult to understand the data as the patient kept closing out of it accidentally. It was noted per the rep. That the patient had bipolar disorder and angered easily and there story changed a lot so timing of event was not consistent. The patient also stated that his issues with stimulation shutting off and the ins draining rapidly started on (B)(6) . After getting the insr information it was reviewed with the patient that the data would be looked over with engineers, but the patient was not willing to commit to a day to meet with the rep. To create a file. It was reviewed with the patient they would need to have some time elapse since their last clinician programmer session so there would be enough data to look at when a file was created. It was also reviewed that the ins would need to be charged for the file to be created. It was further noted that the rep. Was scheduled to meet with the patient on (B)(6) at 10 a.m. The rep. Noted they were trying to determine if something was wrong with the ins or insr of if the patient was not doing something correctly. It was recommended to obtain both the manufacturer's file and recharge statistics during the appointment.